Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. The tip of the inserted is severely damaged; edges are deformed and flattened. The overall condition of the returned inserter suggests moderate/heavy usage. A complaint database search on the provided product code found similar events which were attributed to product wear out and or misuse. Based on the overall condition of the returned device, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The tip of the inserter is getting caught when inserting stem and is hard to get off. Inserter was not broken into pieces but the tip is worn and that is causing the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.